Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 1/9/2018 to 8/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were there was a production failure [misc - other (define in text)] which does not correlate to the customer reported issue. (B)(4).

Event description:
It was reported that the device was not locking.